Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery silicone tip split. No patient harm. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. No additional incisions or procedures were required due to the reported failure. A new device was used to complete the procedure. There was a slight procedural delay. There was no patient harm.